Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Scratches of the surface of the ultrasound transducer were noted. The scratches appeared to be caused by external stress such as strong rubbing with fingers, nails, or brush. Omsc assumed that the reported event was caused by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) kg (oekg). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the surface of the ultrasound transducer of the subject device partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.